Event description:
The customer reported the system was giving a precharger error on bootup. No pt injury were reported.

Manufacturer narrative:
The service rep removed the covers to the system and found that the f3 fuse on the generator driver board blew out. He replaced the board and powered up the system. The error was no longer there. He made a few more exposure to test the system. System booted up successfully. System is working as intended.